Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case broken off. Event log history was performed and indicated that travel course reverse error was recorded in history. During analysis the reported issue was unable to be duplicated. Service replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that prior to boot up, smiths medical medfusion pump exhibited travel course error during occlusion test. No patient was involved in this event. No adverse effects were reported.